Event description:
The pump was sent in for repair on a failure code and during inspection while testing the unit showed a stop button on the phm keypad is working intermittently. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of stop button on pump head module (phm) keypad working intermittently was confirmed during evaluation testing. The phm keypad was replaced on the pump to correct this condition.